Event description:
It was reported that the patient with this previously capped implantable lead had exhibited infection. A revision was performed, and the crt-p was explanted while the right ventricular (rv) lead and left ventricular (lv) lead remains in service. Additionally, this previously abandoned implantable lead were left in place. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).